Event description:
The customer's daughter-in-law called and reported customer's blood glucose was 420 mg/dl and a no delivery alarm was received during a manual bolus. Troubleshooting was performed. After customer was advised to disconnect and reconnect reservoir and infusion set, insulin exited when pushed through with a plunger. Insulin then exited during a manual prime. It was advised the insulin pump was working as designed and the issue was attributed to the reservoir and infusion set. It was advised customer check blood glucose later to ensure it was normal and to treat as needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.